Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the high voltage lead impedance measurements were not within range. The lead was capped and replaced. No adverse events were reported.